Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received inappropriate atp therapy for an svt episode. The device was reprogrammed. Patient condition is good.